Manufacturer narrative:
On-site investigation was performed by field service engineer (fse). The issues were reproduced during on-site visit. The reported technical error was caused by defective control printed circuit board (pcb). Defective part was replace to resolve the issue. The device was delivered to the user in working condition. Reported technical error indicates disabled ventilation. It is communication error or control pcb error during startup. Control pcb contains electronics including microprocessor control to achieve among others: regulation of inspiratory flow, regulation of inspiratory pressure and regulation of a constant inspiratory flow. The breathing software is stored on control pcb. Our conclusion is that the replaced part was the cause of the failure.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated a technical error code indicating disabled ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).